Event description:
New information received notes that the noise was due to emi from surgical instrument. There was no lead malfunction. Device is functioning fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial and ventricular channels during device check a day after implant procedure. Upon further investigation, it was determined that the lead noise occurred during implant and was caused by surgical instruments. No intervention was performed. Patient was stable. Related manufacturer reference number: 2938836-2019-02262.